Event description:
Revision surgery; this is the pt's second revision surgery, due to re-occurring dislocations. The pt's persistent dislocations are a result of non compliance with post operation rehabilitation. The head, shell, liner and screws were removed and replaced with a 36 mm head, added a -3.5 sleeve and used a biomet shell and liner.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.6 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with the femoral head. (B)(4). The root cause for the dislocation was most likely due to the patient not being compliannt with rehab. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity.

Event description:
Revision surgery - this is the patient's second revision surgery due to recurring dislocations. The patient was experiencing persistent dislocations. The patient was non compliant with post op rehabilitation. The head, shell, liner, and screws were removed and replaced with a 36 mm head, a -3.5 sleeve, and a biomet shell and liner.